Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hypotube shaft was broken 73cm from the strain relief. The fractured faces were oval as if kinked prior to separation. There were numerous kinks in the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.5mmx15mm quantum¿ maverick¿ balloon catheter selected however during the procedure while inside the patient, the shaft of the device was fractured. The device was completely and directly removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.